Event description:
It was reported that the catheter fractured a few cm above the hub. It embolized in the patient.

Manufacturer narrative:
The complaint of a break was confirmed and appears to be user related. The 2.7 fr tubing broke approximately 0.5 inches distal to the strengthening sheath. The catheter was apparently burst from overpressurization. The lumen of the 2.7 fr tubing was occluded with blood residue distal to the break. A longitudinal split continued distally from the break site. The product IFU notes that, while smaller lumen broviac catheters have been used successfully for blood withdrawal, their small lumen sizes increase the chance of clotting.